Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved with this event is paradigm real-time veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the u.s.

Event description:
It was reported that the insulin pump experienced an off no power anomaly. Customer does not recall receiving a low battery alarm. Customer's blood glucose reading was 234 mg/dl. Nothing further reported.